Manufacturer narrative:
Additional information was received and it was learnt that there no other visual issues. The intraocular lens (model zcb00, +20.0 dioptre) was explanted and replaced with another lens, same model higher diopter (+22.0). No complications were reported during the explant. The patient was reported doing fine when discharged. Also the surgeon name was provided. No further information was provided. (B)(6). Health professional: yes, occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis 1-piece intraocular lens (iol), model zcb00 20.0 diopter, was explanted from the patient's right eye due to poor post-operative refraction. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/28/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in two pieces, most probably related to the explant process. Due to the conditions of the lens returned, it was not possible to measure the diopter power. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.